Manufacturer narrative:
Adverse event problem: one 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability, conclusions, investigation, and evaluation were limited. If objective evidence or relevant information becomes available the complaint will certainly be revisited. Factors that may affect device performance include device ability, product knowledge. Instructions for use include precautionary statements, instructions and/or recommendations for proper use of the product. Per instruction for use: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ instructions for use lists, prep instrument for normal bone conditions as a 3.8mm straight awl. Lot query found four complaints for this production lot and no non-conformances. Per clinical: in conclusion: without product return and evaluation, the allegation could not be fully confirmed per product evaluation. The root cause of the fractured inserter tip could not be concluded. Possible patient impact (albeit unlikely, as the tip was reportedly retained inside the anchor) includes corrosion, local irritation/discomfort, and/or migration of the foreign body but this could not be definitively determined. Lot and complaint reviews were completed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a shoulder arthroscopy, the 4.5 mm footprint ultra pk inserter metal tip fractured when the anchor was implanted in the patient. The broken part remains in the patient as it was difficult to take out because of the small volume. Since the anchor had been successfully implanted, fixation was achieved with it. The surgery was not significantly delayed. The patient was not injured beyond of the described situation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.